Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned product found the distal surface to exhibit damage (nicked / gouged) and one side of the dove tail / locking feature to be slightly flared out. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for the reported product. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the tibial insert would not seat on the tibial tray. No adverse events have been reported as a result of the malfunction.